Event description:
It was reported that the battery of this pacemaker was suspected to have depleted prematurely. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of premature battery depletion.

Event description:
It was reported that the battery of this pacemaker was suspected to have depleted prematurely. The device was replaced. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to have depleted prematurely. The device was replaced. No additional adverse patient effects were reported. The device was received for analysis.